Event description:
It was reported that patient's lead was being re-positioned for unknown reasons. During the procedure, the lead was damaged while removing its suture. The lead was not removed and replaced. The patient was recovering.

Manufacturer narrative:
The reported events were lead damage while removing the suture sleeve and insufficient information. Final analysis found that as received, a complete lead was returned in one piece. The reported event of lead damage was confirmed. Visual examination found the insulation was cut at the proximal region of the lead consistent with procedural damage. The cause of the reported event of lead damage was isolated to procedural damage.